Event description:
It was reported patient underwent right hip revision approximately 7 years and 7 months post implantation due to pain, gait change with limb shortening, decreased range of motion, instability and subsidence of the stem. The head and lined were revised in order to restore biomechanics. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown biolox delta head, 32mm, lot # unknown . G2: report source new zealand the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The patient underwent an initial right total hip arthroplasty and subsequently, they developed pain, gait abnormalities with limb shortening, reduced range of motion, and instability. X-ray imaging revealed subsidence of the stem, though all components appeared well fixed. To restore biomechanics, a revision of the head and liner was recommended and successfully performed approximately 7 years and 7 months post implantation, without any known complications. Further details are currently unavailable. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report